Event description:
It was reported via social media that the patient underwent an explant procedure due to the device not working. No further information was obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.